Event description:
It was reported that the pt complained of a noisy background which occurred temporarily, but many times over the past two weeks. This increased until in 2008, the pt was no longer able to hear with her speech processor. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow-up report.